Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e325 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #18: system pressure, tubing leak, alarm #17: return pressure and alarm #25: prime 1. No trends were detected for these complaint categories. The kit and smartcard were returned for analysis. A review of the smartcard data indicated that an alarm #25: prime 1 alarm occurred, however prime was successfully completed and blood collection was started. After processing 18ml of whole blood, the bowl optic sensor threshold was adjusted. After processing 169ml of whole blood, several alarm #18: system pressure and alarm #17: return pressure alarms occurred. The treatment was aborted after 238ml of whole blood processed. The kit was visually examined and a leak in the collect pump tubing segment was confirmed. After the collect pump tubing segment was cleaned, a scuff mark was seen on the tubing. The site and cause for the leak was the scuff mark on the collect pump tubing segment, however the cause for the scuff is unknown. An internal leak test was performed on the centrifuge bowl in order to determine the cause for the alarm #18: system pressure alarms. No internal leaks were found in the centrifuge bowl, thus the cause for the alarm #18:system pressure alarms could not be determined. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4)

Event description:
The customer called to report two alarm #18: system pressure alarms and a blood leak during a treatment. The customer stated that the first alarm #18: system pressure alarm occurred at 169ml of whole blood processed (wbp). The customer reported that they reset this alarm, however a second alarm #18: system pressure alarm occurred at 238ml of whole blood processed. The customer stated that they then noticed that the centrifuge bowl wasn't full of blood, instead the bowl had "a lot of air". The customer reported that there was no air observed in the lines. The customer stated that they then noticed a leak at the collect pump tubing segment. The customer reported that the treatment was aborted with no blood/product returned to the patient. The customer stated that the patient was fine post procedure. The customer reported that their internal biomed had already cleaned the instrument thus service wasn't required. The kit and smart card were returned for investigation.